Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after gastric bypass, the surgeon found out that the staples malformed. The patient had sepsis and needed to undergo surgery again to have it corrected.